Manufacturer narrative:
Analysis did not identify any programmer defect, the programmer worked normally without any issues. Full software installation was carried out as a preventative measure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display froze several times. The power cord was removed from the programmer in order to power it down. There was no patient involvement.